Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, 10 x 83 mini stem, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01713. H3 other text : unknown.

Event description:
It was reported that the patient had an initial surgery approximately 8 years ago in which a mini stem, small glenoid, regenerex post and versa dial head was implanted. A second revision surgery was performed a month later, for an unknown reason, where the stem was cemented and a versa dial head was implanted at this time. She had end stage osteoarthritis and had some erosion of her glenoid initially. Attempts have been made and there is no further information at this time.